Event description:
It was reported that the insulin gauge displayed an amount different than expected, indicating 60 units instead of the expected 140 units, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for further troubleshooting if the issue recurs.